Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempt to interrogate the device communication between the rf antenna and the device could not be established. A device download was performed and interrogation was successful. The patient condition was stable before, during and after the event.